Event description:
New information received notes that the lead exhibited post paced t wave oversensing. The patient was stable.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2024. The patient status was unknown.